Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2013. They underwent right knee revision surgery on (B)(6) 2022, approximately 9 years later. The patient claims to have suffered from recurrent knee effusions and pain and evidence for poly wear and osteolysis of the right knee necessitating revision surgery. The revision surgery revealed right total knee failure due to poly wear and osteolysis of the tibial insert and patella. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
1038671-2024-05016 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1 d4 d10 concomitants: 2647747 02-010-01-0340 - logic femoral ps cem right sz 4 2819544 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t 2804211 200-02-32 - three peg patella 32mm 2867439 200-02-32 - three peg patella 32mm g4 h4 h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.